Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the customer stated that he was able to fix the device on his own and did not require intervention from philips.

Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the monitor fell and does not work anymore. The customer further reported that the monitor is not cracked, but the screen remains blank and the device does not start. The device was not in use on a patient.